Event description:
It was reported that the blade will not rotate, and the and handpiece became hot. There was no reported patient impact.

Manufacturer narrative:
Additional information was received on jan/30/2015 regarding the evaluation of the device. The motor would not run because the cable was shorted.

Manufacturer narrative:
The patient was reported to be a female, age (B)(6). Additional details of the event were received. The procedure type was ess (endoscopic sinus surgery). During the procedure, the handpiece would not rotate, and the procedure was completed using forceps. It was confirmed that there was no impact to the patient. (B)(4)

Event description:
The procedure type was ess (endoscopic sinus surgery). During the procedure, the handpiece would not rotate, and the procedure was c ompleted using forceps. It was confirmed that there was no impact to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). The incoming preliminary inspection determined that the handpiece was not working at all, and therefore the ¿overheating¿ could not be confirmed or refuted.